Event description:
The manufacturer received information alleging a ventilator's filters were turning black. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
In the previous report, section h6 (investigation findings, investigation conclusions) was wrongly captured, corrected in this report.